Event description:
An infusion pump with an 812:02 failure code that occurred during pt use. Info was requested by baxter's customer service regarding whether or not the pump in use on a pt when the failure occurred, specific pt info, whether or not there was a report of medical intervention or pt injury, pump programming and set-up info, tubing product code and lot number in use and the medication involved if applicable, but no additional info was available. Additional contact info was requested but no additional contact was identified.